Event description:
It was reported the customer's insulin pump was damaged. Customer's mother reported damage to the spring inside the battery compartment. The mother could not recall how the damage occurred. The customer's blood glucose was 99 mg/dl. It was also found the customer's replacement insulin pump was defective. It was reported the insulin pump would skip during programming. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Unit was received with blank display due to damage spring battery tube shorting out with the positive side of the battery tube. Unit had cracked reservoir tube lip.